Manufacturer narrative:
(B)(4). The reported field event of crosstalk was confirmed in the laboratory via review of the stored egms. No ventricular pacing inhibition was observed. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported anomaly could not be determined.

Event description:
It was reported that during device implant procedure, ventricular pacing inhibition was observed due to crosstalk of atrial pacing on ventricular channel. Multiple repositioning attempts and programming changes were made but were unsuccessful. The device was explanted and replaced.